Manufacturer narrative:
Medical device expiration date: unknown. Bd received 2 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cracked safety shields with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the safety device of the bd vacutainer® single use holder was cracked. While closing the safety the whole needle broke out and punctured the user's hand. No medical intervention reported.

Manufacturer narrative:
Correction: the date received by manufacturer was reported as 05/08/2017. The actual date received by manufacturer was 05/04/2017.